Event description:
A non-healthcare professional reported that cannula hub piece became dislocated from the port itself at an unknown timing. The surgery details and procedure type was unknown. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).